Event description:
Took out fluid, but did not send off for analysis [arthrocentesis] patient who is being treated for inflammatory arthritis and received synvisc one with no reported adverse event [product use in unapproved indication] case narrative: initial information received on 18-apr-2023 regarding an unsolicited valid serious case received from a physician (orthopedics). Country: united states this case involves an unknown age female patient for whom physician took out fluid, but did not send off for analysis while she is being treated for inflammatory arthritis and received hylan g-f 20, sodium hyaluronate [synvisc one] with no reported adverse event. The patient's past medical history, medical treatment(s), and family history were not provided. At the time of the event, the patient's knee was red, swollen and warm to the touch and painful. It was this way before she received the synvisc-one. In (B)(6) 2023, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection for inflammatory arthritis from orthopedics physician (product use in unapproved indication) (onset: (B)(6) 2023; same day latency) strength: 48 mg/6ml) (unknown: route, dose, frequency, expiry date and batch number). Batch number and expiry date was requested. Physician stated that the physician took out fluid, but did not send off for analysis (aspiration joint) (onset: (B)(6) 2023 and latency: unknown) so they want to aspirate her knee (B)(6) 2023, but would like to know how this will affect the efficacy of the synvisc one she received two weeks ago. Caller asked if they should wait to do the aspiration and if so, how long. The caller was in a hurry, he had patient waiting. The patient's knee continues to be red, swollen and warm to the touch and painful. He did not elaborate if it was worse since the injection. Action taken: not applicable for both events it was not reported if the patient received a corrective treatment for the events at time of reporting, the outcome was unknown for the event took out fluid, but did not send off for analysis and was unknown for the event patient who is being treated for inflammatory arthritis and received synvisc one with no reported adverse event. Seriousness criteria: intervention required for event aspiration joint a product technical complaint (ptc) was initiated on 18-apr-2023 for synvisc-one (lot/batch: and expiry date: unknown) with global ptc number: (B)(4). The sample was not available. The ptc stated that based on the complaint from intake team, there was no quality related defect that would pose as a malfunction. This complaint did not have a quality defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reported with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. " defect class has been updated to ii. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch recorded for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive actions) was required. (Tj 11may2023) the final investigation was completed on 15-may-2023 with summarized conclusion as no assessment possible. Additional information was received on 18-apr-2023 from quality department. The strength of suspect drug was added. The ptc details were added and text amended accordingly additional information was received on 15-may-2023 from quality department from other healthcare professional. Ptc details added. Text amended.

Event description:
Took out fluid, but did not send off for analysis [arthrocentesis]. Patient who is being treated for inflammatory arthritis and received synvisc one with no reported adverse event [product use in unapproved indication]. Case narrative: initial information received on 18-apr-2023 regarding an unsolicited valid serious case received from a physician (orthopedics).country: united states.this case involves an unknown age female patient for whom physician took out fluid, but did not send off for analysis while she is being treated for inflammatory arthritis and received hylan g-f 20, sodium hyaluronate [synvisc one] with no reported adverse event.the patient's past medical history, medical treatment(s), and family history were not provided.at the time of the event, the patient's knee was red, swollen and warm to the touch and painful. It was this way before she received the synvisc-one. In (B)(6) 2023, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection for inflammatory arthritis from orthopedics physician (product use in unapproved indication) (onset: apr-2023; same day latency) (unknown strength, route, dose, frequency, expiry date and batch number).batch number and expiry date was requested.physician stated that the physician took out fluid, but did not send off for analysis (aspiration joint) (onset: (B)(6) 2023 and latency: unknown) so they want to aspirate her knee (B)(6) 2023, but would like to know how this will affect the efficacy of the synvisc one she received two weeks ago. Caller asked if they should wait to do the aspiration and if so, how long. The caller was in a hurry, he had patient waiting. The patient's knee continues to be red, swollen and warm to the touch and painful. He did not elaborate if it was worse since the injection.action taken: not applicable for both events. It was not reported if the patient received a corrective treatment for the events.at time of reporting, the outcome was unknown for the event took out fluid, but did not send off for analysis and was unknown for the event patient who is being treated for inflammatory arthritis and received synvisc one with no reported adverse event.seriousness criteria: medically significant for event aspiration joint.a product technical complaint (ptc) was initiated, and the results were pending for the same.

Event description:
Took out fluid, but did not send off for analysis [arthrocentesis] patient who is being treated for inflammatory arthritis and received synvisc one with no reported adverse event [product use in unapproved indication]. Case narrative: initial information received on 18-apr-2023 regarding an unsolicited valid serious case received from a physician (orthopedics). Country: united states. This case involves an unknown age female patient for whom physician took out fluid, but did not send off for analysis while she is being treated for inflammatory arthritis and received hylan g-f 20, sodium hyaluronate [synvisc one] with no reported adverse event. The patient's past medical history, medical treatment(s), and family history were not provided. At the time of the event, the patient's knee was red, swollen and warm to the touch and painful. It was this way before she received the synvisc-one. In (B)(6) 2023, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection for inflammatory arthritis from orthopedics physician (product use in unapproved indication) (onset: (B)(6) 2023; same day latency) strength: 48 mg/6ml) (unknown: route, dose, frequency, expiry date and batch number). Batch number and expiry date was requested. Physician stated that the physician took out fluid, but did not send off for analysis (aspiration joint) (onset: (B)(6) 2023 and latency: unknown) so they want to aspirate her knee (B)(6) 2023, but would like to know how this will affect the efficacy of the synvisc one she received two weeks ago. Caller asked if they should wait to do the aspiration and if so, how long. The caller was in a hurry, he had patient waiting. The patient's knee continues to be red, swollen and warm to the touch and painful. He did not elaborate if it was worse since the injection. Action taken: not applicable for both events. It was not reported if the patient received a corrective treatment for the events. At time of reporting, the outcome was unknown for the event took out fluid, but did not send off for analysis and was unknown for the event patient who is being treated for inflammatory arthritis and received synvisc one with no reported adverse event. Seriousness criteria: medically significant for event aspiration joint. A product technical complaint (ptc) was initiated on 18-apr-2023 for synvisc-one (lot/batch: and expiry date: unknown ) with global ptc number: (B)(4). The sample status of the ptc was not available and ptc was set in process additional information was received on 18-apr-2023 from quality department. The strength of suspect drug was added. The ptc details were added and text amended accordingly.